Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for material peeling and it is unconfirmed for difficult to insert. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model us3513058 pta balloon dilatation catheter allegedly experienced difficult to insert and peeled or delaminated. The information was received from a single source. This malfunction involved patient with no patient consequences. Patients' age, weight and gender were not provided.